Event description:
The customer reported the ventilator alarmed with 'blower temperature high occurrence.' It is unk if the unit was in use on pt the time of the failure, but the customer reported that there was no pt harm.

Manufacturer narrative:
Pr#: (B)(4). The customer was contacted several times to obtain pt info, but no response was received.